Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the following. It was reported by customer that "rn noted leaking coming out from tubing during infusion.